Event description:
It was reported by the customer that during patient use the device was powered off. They were unable to power it back on. No other information was provided regarding the event. When the crew returned to the station, the device operated properly. It was indicated that the customer was just monitoring the patient and there was no compromise to their care or adverse event as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The usb cables were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed cables and observed that they had shorted, causing the reported failure.